Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, it was reported that the pt was exposed to infected food which led to peritonitis however this was not confirmed. The cause of peritonitis was unknown. The following day, the pt was hospitalized for the peritonitis event. On an unreported date, the pt was treated with imipenem injection (250 mg each bag, frequency and route not reported) and vancomycin injection (1 gram, once in three days and route not reported) for peritonitis. At the time of this report, the pt was recovered from the peritonitis event and pd therapy was ongoing .additional information was requested but was not available.